Event description:
A malfunction alarm was reported, identified by malfunction code malf 0. There was no reported impact to the customer¿s blood glucose level. Technical support provided information and assisted the customer in resetting the pump, addressing the malfunction.